Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received unknown morphine 15.0mg/ ml; 3.617mg/day, fentanyl 3.2mg/ml; 0.7716mg/day, and bupivacaine 1.0mg/ml; 0.2411mg/day in an implantable pump for an unknown indication for use. The patient had no pertinent medical history and was not taking any concomitant medications at the time of the event. The patient miss a refill appointment on (B)(6) 2018 and the pump was allowed to run dry. Provided pump logs indicated a low reservoir alarm occurred on (B)(6) 2018 at 14:59 with an empty reservoir alarm on (B)(6) 2018 at 13:01. There were no known environmental /external/patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The pump was refilled on (B)(6) 2018. The issue was considered ongoing. Pump explant was planned, but not date was reported. The pump would be returned. There were no reported symptoms. The patient status was indicated to be alive with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the patient experienced increased pain and the pump was alarming. No replacement date had been scheduled to date. The indication for use was non-malignant pain.